Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device exchange procedure, the lead was capped and replaced due to high threshold and high impedance values. The patient was in stable condition following the procedure.